Event description:
Pt with type IV skin developed prolonged hyperpigmentation that has persisted for several months, and is being treated with topical medications and exfoliating creams.

Manufacturer narrative:
The labeling warns that a test patch should be conducted on the pts with type IV skin before the full treatment is done. There is no indication that a test patch was done.